Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed weeping blisters under the device. The patient's physician prescribed a medication for the blisters. The patient reported that blisters have cleared up.